Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service and a new lead with different model was placed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service and a new lead with different model was placed. No adverse patient effects were reported. Additional information indicated that this lv lead was not successfully implanted as the lead was attempted on the coronary sinus (cs) branch and this was not a suitable branch for this spiral long lead. There were no other anomalies with this lead. Also, this lead will not be returned.